Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-may-2022 to 28- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the pyxis anesthesia es system drawer failed and could not be recovered. A field service engineer swapped the pop matrix drawers, configured them and loaded the inventory to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had continuous drawer failure and was unable to recover during active procedure. The customer added that it leads to the anesthesia team having to leave room for another machine to get the medicines that are required. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system had drawer failure and unable to recover. A field service engineer swapped matrix drawers and configured to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system had continuous drawer failure and was unable to recover during active procedure. The customer added that it leads to the anesthesia team having to leave room for another machine to get the medicines that are required. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.